Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each addtlional lot number is as follows: medical device lot #: 22049110 medical device expiration date: 04-11-2027 device manufacture date: 04-07-2022 medical device lot #: 22049109 medical device expiration date: 04-13-2022 device manufacture date: 04-07-2022 medical device lot #: 22029682 medical device expiration date: 02-10-2027 device manufacture date: 02-10-2022

Event description:
It was reported that the bd extension set microbore slide clamp(s) spin male luer lock experienced blockage. This occurred twice with an unknown lot, 4 times with lot 22049110 and once with 22049109 and 22029682.the following information was provided by the initial reporter: I am hearing awful stories of nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for.

Event description:
It was reported that the bd extension set microbore slide clamp(s) spin male luer lock experienced blockage. This occurred twice with an unknown lot, 4 times with lot 22049110 and once with 22049109 and 22029682. The following information was provided by the initial reporter: I am hearing awful stories of nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for.

Manufacturer narrative:
H6: investigation summary: seven sets (model #me2020, multiple lots reported, however unsure which sample is which lot: 22049110 (qty 2), 22049109 (qty 1), 22029682 (qty 1), unknown (qty 3)) were received for investigation. It was reported by the customer that the "nicu nurses not being able to prime the tubing and also having to use 2-3 sets for something b2141 only needed one for". Fluid was attempted to be flushed through the sets. Five of the sets were able to be flushed without issue. The other two sets appeared to have occlusions at the top connector of the tubing. On one of the sets, the top connector cracked during flushing attempts. The sets were examined under magnification where occlusions can be seen. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. The quality staff reviewed the production line where the effected model was operating. On different occasions, they observed pieces had accumulated in some operations while waiting for the flow test, which is used to ensure the flow of the set. The staff had a meeting to explain the importance of this operation that was being omitted. The root cause if the failure can be attributed to the lack of process in the production of the set. A quality notification was created to prevent this defect. A device history record review for model me2020 lot number 22049109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.